Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. The high impedance was resolved through replacement of the extension. The rep stated that an intellis battery was implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the rep couldn't check impedances pre-operation because their battery was completely dead. When the healthcare provider (hcp) disconnected from old battery, they had a very hard time getting their leads pulled out of the header. When they were able to put in the new device all impedances were over 40000 ohms. The patient will be scheduled for an extension/lead revision. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a revision was planned to occur on (B)(6) 2018. The rep said during a (B)(6) procedure to change out the ins, high impedances were seen. The rep sated they planned to change out the extensions first (as potential source of high impedances) and to change out the lead second. It was reviewed with the rep that they could consider testing imped of lead tails right away using a wireless external neurostimulator to determine the source of high impedances and replacing the lead could also be considered depending on what they find when they get into procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Previous supplemental report (report # (B)(4)) was sent with an incorrect aware date of (B)(6) 2018. Manufacturer aware date is 2018-09-17. If information is provided in the future, a supplemental report will be issued.